Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient experienced phrenic nerve stimulation due to lv lead positioning under chest x-ray control. No treatment was given. Lead remains implanted. Patient was discharged from the hospital. No further information available.